Event description:
Following a percutaneous transluminal coronary angioplasty/stent procedure, an angio-seal device was placed in a pt's right groin. During deployment the pt was reportedly restless and moving. The sheath was visualized under fluoroscopy to be kinked, therefore the physician straightened the sheath and deployed the device prior to receiving proper confirmation of correct positioning. During this process the pt's blood pressure dropped from 160 to 80, and three units of packed red blood cells were administered. Hemostasis was not achieved with the device, and a large hematoma formed immediately following deployment. The pt was taken to the operating room for surgical repair. During surgery, the device was noted to have been deployed into the pt's subcutaneous tissue rather than the artery. As of 6/29/1998 there has been no further report to the MFR of complication or pt sequelae.